Manufacturer narrative:
One fluid warmer disposable was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The sample underwent functional testing in h-1200 fast flow fluid warmer machine, no discrepancies noted. Visual inspection before packaging was conducted; 32 samples p/n di-60hl; l/n 4016705 were taken from packaging process in order to detect any damage on components that could affect the product functionality; no discrepancies were noted. The reported customer complaint has not been confirmed.

Event description:
Information was received indicating that during pre-use check of a smiths medical level 1 disposable was leaking from the cap. There were no reported adverse effects.